Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was manufactured february 17, 2014 - february 19, 2014.a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor leaked from the distal luer. This occurred before use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.